Manufacturer narrative:
A ge service rep performed an onsite investigation. The rui joystick ribbon cable was repaired. The system was then found to be operating as intended.

Event description:
The customer reported an "rui joystick stuck" error, rendering the system unusable. No pt injury was reported.